Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, initial placement of the lead in the atrial appendage noted loss of capture (loc). The helix was retracted and the lead was repositioned, however, the helix would not extend and was visualized to be fractured near the terminal pin. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted several cuts and tears in the lead insulation, the outer coil was fractured and dried blood/body fluid was noted in the lumen and helix housing. Laboratory analysis concluded that the damage to the lead was consistent with damaged related to handling or induced damage.